Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the customer received a brown tipped syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with a discolored luer tip that is brown in color. It could be possible for this defect to occur during the syringe molding process. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 syr 10ml pump compatible saline 10ml fil contained foreign matter. The following information was provided by the initial reporter: it was reported brown tipped syringe.